Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and other chronic pain. It was reported that the patient is having problems with their stimulator. The patient has been reprogrammed four times in the past four days, and they tried everything to fix the issue. The manufacturer's representative (rep) tried changing their programming, but the stimulation was hitting the right side, stomach, and arms instead of the target area. The rep was able to capture their lower lumbar area, which had previously not been captured. The rep gave the patient high frequency group to try, but it was more than uncomfortable and they could not stand up as a result. The patient then called the rep and they told them to change their group. The patient stated that they were being stimulated on their entire right side and stomach stimulated along with the target area. The patient stated that they are in so much pain and are in bed. The patient has tried adjust amplitude and using groups a,b, and c to relieve pain and resolve the stim un the wrong location , but didn't help. The rep stated that it must be the wires that must have moved and they did an x-ray and found that the wires hadn't moved four months ago. The patient reported that they have had falls in the past and recently and haven't been checked recently. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was having bad sciatica pain in their left leg after being programmed. The patient stated that the device hadn't been working and the representative had tried reprogramming it she had woken up and fallen due to the leg pain. The patient stated that this had happened twice and each time was after reprogramming. The would break out in sciatica and lay in bed with ice packs and the stimulator was not reaching the sciatic area at all. The patient stated they had fallen recently and the representative thought a wire must have moved due to the falls. The representative had tried reprogramming but it was not working to solve the issue. The patient was directed to follow up with their primary health care professional. No further complications were reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4): evaluation determined that investigation is needed because it was reported that the patient had fallen, there was stimulation in the wrong locations, and were having problems with their stimulator. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities and the most likely cause cannot be determined; the root cause of the fall affecting the system, the stimulation in the wrong location, and the device not working was unknown. Follow up has been conducted to obtain this information. (B)(4): evaluation determined that investigation is needed because it was reported that the leads must have moved. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not needed because the issue identified in this event is a known inherent risk as disclosed in product labeling, and additional investigation is not needed. Supporting event information used to determine the issue was a known event includes the leads had reported being moved. Contributing factors may be that a patient fall caused the leads to migrate. Concomitant medical products: product ID: 3778-60, serial (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, seral (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (con) information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and other chronic pain. It was reported that the patient is having problems with their stimulator. The patient has been reprogrammed four times in the past four days, and they tried everything to fix the issue. The manufacturer's representative (rep) tried changing their programming, but the stimulation was hitting the right side, stomach, and arms instead of the target area. The rep was able to capture their lower lumbar area, which had previously not been captured. The rep gave the patient high frequency group to try, but it was more than uncomfortable and they could not stand up as a result. The patient then called the rep and they told them to change their group. The patient stated that they were being stimulated on their entire right side and stomach stimulated along with the target area. The patient stated that they are in so much pain and are in bed. The patient has tried adjust amplitude and using groups a,b, and c to relieve pain and resolve the stim un the wrong location , but didn't help. The rep stated that it must be the wires that must have moved and they did an x-ray and found that the wires hadn't moved four months ago. The patient reported that they have had falls in the past and recently and haven't been checked recently. No further complications were reported or anticipated. (B)(4) (con) additional information was received from a consumer. It was reported that the patient was having bad sciatica pain in their left leg after being programmed. The patient stated that the device hadn't been working and the representative had tried reprogramming it she had woken up and fallen due to the leg pain. The patient stated that this had happened twice and each time was after reprogramming. The would break out in sciatica and lay in bed with ice packs and the stimulator was not reaching the sciatic area at all. The patient stated they had fallen recently and the representative thought a wire must have moved due to the falls. The representative had tried reprogramming but it was not working to solve the issue. The patient was directed to follow up with their primary health care professional. No further complications were reported as a result of this event. (B)(4) (con): additional information was received from the patient on 2017-08-04. The patient reported that x-rays were taken in the doctor¿s office and everything was in the right place. The patient reported that the stimulation in the wrong location and leads moving had not been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the recharger was 'not registering' or connecting to the ins. The patient said they have not used or charged the ins for a year to a year and a half. The patient stated that, since implant, the ins was not working for their back pain, there wasno stimulation coverage to their back so they stopped using it. The patient said they rep did everything they could with programming to get coverage for their back but they were unable to. The patient stated the ins worked for their leg/sciatica pain though. The patient also reported that they were 'having problems with different parts of my body-pudendal neuropathy'. The patient said that when they tried to connect they heard beeping and saw two figures. An email was sent to the local reps. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4) implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the patient was not receiving pain relief but they used to be active- now they had been in bed for three months. The patient's issue was a low back problem and sciatica on the left leg. The representatives weren't really able to capture all of the back but the way they were programmed they were receiving so much relief that their back pain didn't seem as bad. They noted that they had two representatives who "got everything different" and the patient had stimulation off for six months. The patient noted that one of the representative switched their sides and they didn't know why. The pain management doctor said the device was for their back and legs. The patient reported that their stimulation stimulated their left arm and shoulder and it wasn't supposed to- it was supposed to cover the waist down on the left side. No further complications reported.